Event description:
It was reported that this pacemaker was unable to be interrogated. The magnet frequency was also unable to be confirmed. Multiple programmers were attempted, however the pacemaker was still unable to be successfully interrogated. The device is expected to be evaluated at a future date. This device remains in service. No adverse patient effects were reported.